Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered seven shocks for ventricular tachycardia (vt) detected in the ventricular fibrillation (vf) zone, and the rhythm accelerated into vf with the second shock. The episode dropped down into the vt-1 zone after the seventh shock, and then into the vt zone. No further shocks were delivered and therapy was considered exhausted in the vt zone, due to exceeding the maximum six shocks in the vt zone. However upon redetection in the vf zone, an eighth/final and reverse polarity shock was delivered, terminating the rhythm. All shock impedance measurements were within range. Electrogram (egm) review was requested due to abnormal morphology. Technical services (ts) discussed the shock egm "did not have much of a morphology." Automatic gain control (agc) appeared to be down to/near the floor, where small contractions occurred and were picked up by the right ventricular (rv) rate/sense channel. After the eighth/final shock was delivered, the arrhythmia was converted and normal pacing resumed. Ts discussed troubleshooting options and programming considerations. It was noted that a shock coil was added earlier in the week, and additional follow-up with the physician was anticipated. This crt-d system remains in service. No additional adverse patient effects were reported.